Manufacturer narrative:
The fuseview was replaced and this resolved the issue.

Event description:
It was reported that there was a loss of displayed images during endoscopy cases. There was no patient injury or other adverse health consequence.